Event description:
We received a report from a female patient who reported, she experienced an ocular burning sensation, ocular redness, and a headache after using oxysept disinfecting solution and neutralizing tablets. She was later told by a doctor that she had bilateral corneal aberrations, corneal staining, and punctate epithelial erosions. She indicated she used the product according to the directions and initially applied a lens to her eye and experienced a burning sensation. She wanted to rule out that there was nothing on her finger, so she washed her hands and tried the other lens with the same results. The patient indicated she rinsed her eyes out and the burning sensation received in about 30 minutes. She sought medical treatment and was told she had bilateral corneal aberrations and was prescribed antibiotic drops. The following morning, she was seen again to check for damage and was prescribed more antibiotic drops and an ointment to soothe her eyes. In follow up, it was learned that she was prescribed hypromellose 0.3%, 1 drop to both eyes four times a day for 7 days and chloramphenicol 0.5% drops, 1 drop to both eyes four times a day for 7 days. Visual acuity was 6/5 best corrected for each eye. Intraocular pressure was 14 mmhg for each eye. The patient was able to return to work in 7 days. A separate report is filed for the disinfecting solution.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry testing, including neutralization and dissolution time, catalase activity and ph of a retained sample from the same lot was previously performed and found to meet specifications. Visual inspection of a retrained sample from the same lot was within specifications. All pertinent information available to the manufacturer has been submitted.